Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon reported that pt will not refract past 20/50. The surgeon noted the pt had some anterior basement membrane changes with blistering for which she performed an epithelial debridement and flattened with a bandage contact lens. The surgeon reported the cornea looks good now, but the refraction remains the same. The surgeon reported that she had done two optical coherence topographies (oct) on the pt which had shown changes. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: not enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 08/19/2011 and 08/24/2011 by fax, and mail. Add'l info was received from the surgeon on 08/23/2011. A completed questionaire has not been received. (B)(4).